Event description:
It was reported the screen was broken. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). A printed circuit board assembly found out of specification. Overlay to the screen is broken. System fan found out of mechanical specification.